Event description:
The patient went in to have the generator replaced due to low battery. A diagnostic test was performed before the operation and high impedance was observed. Due to the high impedance, both the lead and the generator were replaced during the surgery. The explanted lead and generator were discarded after the surgery. No additional relevant information has been received to date.